Event description:
It was reported that a review of non-sustained right ventricular oversensing (nsrvo) episodes determined to be due to intermittent loss of ventricular capture was observed on the implantable cardioverter defibrillator (ICD). The patient was brought into clinic and programming changes to increase output were made. The patient was stable before, during and after programming changes.